Manufacturer narrative:
Approximate age of device - 1 year. The patient remains ongoing with the lvad device. No further information was provided. Manufacturing investigation: a direct relationship between the hmii lvas vad-61759 and the reported event could not be determined. The patient presented with a gi bleed and a colonoscopy revealed diverticuli. The patient was taken off aspirin and put back on coumadin. The source of the bleeding was not found and the patient¿s inr was reportedly 5.6. The patient was readmitted for fluid overload and treated with IV diuretics and sent home. The patient remains ongoing on vad support. Bleeding is listed (in the heartmate ii IFU) as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2018 that the patient had gi bleeding. The patient's colonoscopy showed diverticuli; aspirin was stopped and the patient was put back on coumadin. The customer noted that there was no bleeding source found. The patient's international normalized ratio (inr) was at 5.6. The customer noted that the patient was re-admitted on 1/28 for fluid overload and the patient was treated with intravenous (IV) diuretics and was sent home. No further information provided.